Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 2.50x24mm promus premier¿ stent was selected to treat the lesion. During preparation, the stent came off the balloon. The procedure was completed with another of the same device. No patient complications were reported.